Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 194 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and he should send his current insulin pump back for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons all responded properly and no display anomaly was noted. The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display or battery alarms were noted. No damage was noted to the liquid crystal display isolation tape. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.